Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
It was reported that while a patient was on impella support, the purge pressure increased to over 1000. Multiple nurses changed tubing, de-aired line, and purge cassette. However, the issue was not resolved. Abiomed representative was called and asked that they exchange the automated impella controller. After switching the controller, the purge pressure returned within defined limits and the impella was no longer alarming. There was no patient harm.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge issue ¿ other has been completed. The data analysis confirmed the reported failure mode. The console was tested and the purge pressure accuracy was within specifications per the preventative maintenance procedure. Unable to reproduce the ¿purge pressure high¿ (event #408) or ¿purge system blocked¿ (event #409) alarms. Upon performing the de-air procedure and the cassette change procedure while the optical test pump was running, the purge pressure and purge flow returned to the appropriate values without triggering events #408 and #409." The root cause of the ¿purge pressure high¿ and ¿purge system blocked¿ alarms were most likely due to a use issue. It could be related to a kink in the purge line.